Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing. A technical support specialist had connected to the server, ran a sitedown check with no issues found, verified patient status in the electronic protected health information (ephi), reviewed message status for the last two hours, and confirmed delayed messages appeared. Tss verified that the patient had been discharged the night before. The specialist provided instructions to manually readmit the patient at the server, explained that an admission, discharge, and transfer (adt) system can send an a13 message to cancel the discharge, and noted that readmission requires appropriate permissions and adherence to facility time limits, which can be temporarily adjusted if locally approved. After discussion and confirmation from the customer, the case was closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.